Manufacturer narrative:
Evaluation of the returned catrx confirmed a kink on the midshaft. If the device is forcefully advanced against resistance, damage such as a kink may occur. The root cause of resistance could not be determined. No other damage was observed on the catheter. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system catrx aspiration catheter (catrx) and non-penumbra sheaths. During the procedure, while advancing the catrx through a stent to the make the first pass, the physician experienced resistance and, consequently, the midshaft of the catrx became kinked. Therefore, it removed. The procedure was completed using a new catrx and the same sheaths. There was no report of an adverse effect to the patient.